Manufacturer narrative:
This report is submitted on january 04, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was prescribed oral and topical antibiotics, however the issue could not be resolved. The patient was treated with another course of oral and topical antibiotics and on (B)(6) 2017 the patient underwent a skin revision surgery to debride area at abutment site. The issue has since been resolved.